Event description:
It was initially reported that this (B)(6) registry pt expired due to pneumonia. No add'l complaints or malfunctions were reported at that time. Add'l info was received on (B)(6) 2009: this pt with a history of stroke, prior stenting of the left carotid, congestive heart failure, coronary artery bypass surgery, smoking, coronary artery disease, and myocardial infarction was enrolled in the (B)(6) registry with 80% stenosis to the ostium of his right internal carotid artery. The lesion was 15mm in length, moderately calcified and eccentric. The reference vessel was moderately tortuous with a type iii arch. The pt was symptomatic at the time of the procedure. An angioguard rx with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. During deployment of an 8.0 x 30mm precise pro rx, the stent moved 15mm distally and almost missed the lesion, but the stent was implanted at the target lesion. No add'l intervention was necessary. The angioguard was successfully retrieved, and debris was observed in the filter basket. The pt left the angiography suite without neurological deficit and was discharged six days later. Hospitalization was prolonged due to a urinary obstruction. According to the investigator, the movement of the stent was due to the "sheath pin and pull" allowing for forward propulsion in the tortuous anatomy.

Event description:
It was reported air was noted in the valve of the sheath when the sheath was aspirated from the stopcock. The physician used an alternate device and finished the procedure without any complications.

Manufacturer narrative:
Adjudication minutes were received on 3/4/2010, and it was noted that during pre-stent angioplasty, the patient experienced moderate bradycardia and hypotension that was responsive to atropine and phenylephrine and after the angioguard was removed, a mild vessel spasm was observed during final angiography that resolved with nitroglycerin infusion. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00037 and 9616099-2009-01714.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.